Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient was reported to have received shocks on (B)(6) 2023 for ventricular tachycardia and was losing consciousness. While nurse was trying to steady the patient they reached across the body making contact with the patient and received a shock themselves when the patients device delivered. This was a substantial shock delivery to the nurse per report with them being near syncopal. The nurse refused all medical care as she was at the end of her shift. She did report that she felt unwell that night, and a few days after felt some numbness in hands. She has returned to work.